Event description:
It was reported that when using the bd pyxis medstation es system experienced a malfunction where the drawer slide became detached. While the drawer was unlockable, it necessitated manual force to open, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 3.2 had a broken slide. A field service engineer swapped the half-height drawer with a spare to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.